Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962; qgccrpb0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent perineal lateral incision repair surgery on (B)(6) 2020 and suture was used. The suture broke during sewing wound in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported.